Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018 when additional information is received a follow up report will be submitted.

Event description:
It was reported that spots on the surface of the bottle. Found some white spots on the surface after opening the sterile pack. We received two open pouches that contain one unopened ampoule in each pouch respectively. Both unopened ampoule have leakage signs. After optical evaluation, a crack at the base of the ampoule neck that corresponds to the injection point was observed at both returned ampoules. The returned samples are not within our specification. We concluded this compliant is confirmed. We conducted a review on the batch manufacturing record for this batch and revealed one compliant with similar defect. This compliant has been entered into our compliant database and will be saved for trending analysis. The molding process was modified to increase the wall thickness of the injection point area joint area jointly to a decrease in the injection point size. The corrective action was implemented in september 2018 and the first lot number after the implementation is 218395n1. The compliant batch was manufactured before the implementation of this corrective action.